Event description:
Physician used a merci retriever l6 for a carotid t occlusion in pt and deployed the device in the horizontal section of the m1. In withdrawing device, he met resistance and torqueed the device and pulled rather firmly. He pulled out what he believed to be clot and arterial tissue. He sent the specimen to the pathology lab, and it was determined that the specimen included some artery lining. He was concerned as the pt has received IV tpa. He obtained a CT scan and reversed all agents on board (tpa, heparin) to prevent hemorrhage. The pt did fine and the CT scan was only positive to contrast staining, no blood was seen. As of 2009, the pt was in the ICU on a ventilator.

Manufacturer narrative:
None of the reported information suggested that any concentric medical device malfunctioned. Because the device was not returned to concentric medical, a complete investigation could not be performed. The current device instructions for use (IFU) lists vessel dissection and perforation as possible procedural complications. Also, there is a warning in the IFU that provides recommendations to prevent vessel damage.